Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, no capture at max output, high thresholds polarity switch and high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.